Event description:
It was reported that patient experienced wound dehiscence. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg pocket site was washout and re-sutured. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.